Event description:
A pt contacted baxter to report 5 minicap disconnect caps that have fallen off during use over the past two weeks while he was walking around the house or outside. No injury or medical intervention was reported.

Manufacturer narrative:
Per the pt, the samples have been discarded.